Event description:
It was reported that the programmer would not interrogate the device, though a new programmer lead was attempted. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer would not interrogate the device, though a new programmer lead was attempted. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event. The programmer will not interrogate; a printed circuit board found out of electrical specification. (B)(4) rf (radio frequency) head cable found out of electrical specification.